Manufacturer narrative:
Other text: h6 codes updated. Device evaluation: one device was returned for investigation in used conditions. Visual inspection showed that the device had a hole in the display label, the quick connect was corroded, there was a crack underneath the enclosure, the microswitch was bent and the pump was loud. Functional testing was done where the tank was filled with water and the pump was turned on. It was then that the customer complaint was confirmed, water was leaking from the crack in the enclosure. The device is beyond economical repair and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device was leaking from the case. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event and d4:UDI section is unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.